Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after up to 10 battery changes per day. The customer's blood glucose reading was 600 mg/dl at the time of incident. Troubleshooting found that the customer's doctor recently made changes to the basal rates. It was also found that the pump appeared to be functioning fine. Customer was advised that a new battery cap would be provided to them to rule out any possible issues and to call back if cap does not resolve the problem.